Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4) related manufacturer reference number: (B)(4) it was reported that the patient has high impedances on both leads. The patient did report a fall. The patient does not have effective therapy. Additional information was received that the ipg reached end of life. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.